Manufacturer narrative:
For e801 serial number (B)(6), the field service engineer flushed the pipelines in june 2025. However, the antigen positive results increased in (B)(6) 2025. Quality control data was within range and no significant bias was observed. A general product problem was not found. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
The initial reporter stated they have been getting elevated low-positive results for patient samples tested with elecsys hiv duo on a cobas e 801 analytical unit. The customer states that the increase has been occurring since (B)(6) 2025. The customer states that the samples are tested on the same platform (e 801) at another hospital and the results are consistently low-positive. Data was provided for 87 patient samples and most had discrepant hiv duo test results when compared to other methods. Refer to the attachment for all patient data. The customer's initial screening positivity rates from (B)(6) 2025 were provided as follows: (B)(6) = 0.17 %, (B)(6 )= 0.25 %, (B)(6) = 0.25 %, (B)(6) = 0.21 %, (B)(6) = 0.35 %. The customer stated that starting from (B)(6) 2025, they switched to a new generation hiv duo assay (reagent lot 803198) and the customer observed an increase in initial screening positivity rates.

Manufacturer narrative:
The serial number of the customer's e 801 analyzer is (B)(6). The serial number of the e 801 analyzer used at the other hospital was requested, but not provided. The customer noted that quality control results were acceptable and the instrument was functioning normally. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as "(B)(6)".